Event description:
The user facility reported experiencing poor gas transfer during a bypass procedure. The oxygenator was changed out and the case was completed. Add'l event specific info was not available.